Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by failed rear drawer controller boards. A field service engineer identified drawers 16 and 17 on the auxiliary med bank tower as non-responsive and diagnosed failed rear drawer controller boards. Ordered and replaced the faulty drawer controllers, restored responsiveness, and worked with support to configure the drawers. Verified full functionality with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, users were unable to pull medications from drawers 16 and 17. Both drawers were observed in a yellow state. Remote troubleshooting was performed, and the populate function confirmed drawers 16 and 17 remained in a yellow state. Restarting the application did not resolve the issue, and the drawers remained inoperable. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.